Event description:
Reportable based on device analysis completed on 02-feb-2023. It was reported that crossing difficulties and stent damage occurred. The 70% stenosed target lesion was located in the severely calcified left circumflex (lcx) artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the stent failed to be delivered into the lesion. The stent was taken out from the patient body to try again as a backup of guidezilla, and it was seen that the stent strut was deformed. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent shifted/moved.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 28mm stent delivery system catheter was returned for analysis. A visual and microscopic examination of the stent found stent damage. The stent was pulled approximately 2mm distally on the balloon. Stent damage with struts compressed at the proximal region were identified. The undamaged stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and microscopic and tactile examination of the hypotube shaft found no damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.